Event description:
The subject device was implanted in 1997 during a composite resection and bilateral neck dissection. The device was found to have fractured on approximately 12/28/1997 and was post-operatively removed in 1998.